Event description:
During a dhs procedure surgeon was using the dhs/dcs guide shaft with flats to insert a coupling screw. The screw bent, however, the surgeon was able to remove the coupling screw with a wrench and may have damaged the wrench. Surgeon then tried to insert the lag screw and the flanges broke off a second guide shaft, from another set. The pieces were retrieved. Surgeon used another wrench from the second set to insert the lag screw and complete the procedure. The surgeon may have damaged the second wrench. This is 3 of 5 reports for this event.

Manufacturer narrative:
The DHR was reviewed and there were no issues during manufacture that would contribute to the complaint condition. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
The threaded tip is broken of mid thread with only approximately 2-3 threads remaining on the tip. The fracture surface is homogenous which indicates material uniformity. The technique for inserting the lag screw is to insert the coupling screw into the guide shaft and thread it into the back of the lag screw, making sure that the tabs of the guide shaft seat fully into the slots of the lag screw. The tabs are the main feature used to deliver the insertion torque to the lag screw for insertion. The tabs on the returned guide shafts are sheared off at their base and will not fit into the slots of the lag screw. As a result, the guide shaft cannot be supported and aligned with the lag screw. This would cause the coupling screw to take the majority of the insertion/twisting load that is normally taken by the guide shaft and could lead to the type of breakage noted on the returned parts. In addition, the guide shaft keeps the assembly aligned during insertion and without it being properly seated, the coupling screw to lag screw connection could also be subjected to excessive side loading. The cause of the breakage appears to be due to the damage to the guide shaft tabs, sheared off, which prevented it from seating properly into the lag screw and is not due to any design related issues. The returned device was manufactured in april 2010 and is over 2 years old. The design is adequate for the coupling screw for the intended use and the complaint condition is due to damage of the alignment tabs on the end of the mating instrument.